Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 345 alarm which was reproduced during evaluation. A review of the event history log identified multiple presence of system error 345. The reported condition was verified. The cause was determined to be a failed upstream thermistor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomed service department. There was no patient involvement. No additional information is available.